Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery life decreased from lasting one week to one day. Allegedly, the pump was alarming for low batteries daily. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/06/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple low battery warnings with code 177. Evidence of excessive battery usage was also observed in the device history. During testing, the pump powered on properly. The battery compartment was intact with no evidence of moisture ingress. The battery cap was difficult to secure to the pump due to a worn coin slot, however a power loss was not observed. Current draws were within specifications. The pump case was removed and no evidence of damage or moisture ingress was found. No evidence of intermittent contact was observed on the battery terminal contacts. The low battery warnings and excessive battery usage were observed in the device history, however these issues were not duplicated.